Event description:
Package of polymer had pin hole. Some powder leaked from this hole. Doctor suspected contamination and he used substitution.

Manufacturer narrative:
Manufacturing date corrected. An event regarding a pin hole in a inner pouch involving simplex cement powder was reported. The event was confirmed. Visual inspection and examination by the simplex qa cell indicates that the inner pouch was removed from the outer pouch by forceps or a sharp instrument causing the pierced hole in the pouch. Device history review for the reported lot was satisfactory. Complaint history review for the reported lot confirmed that there were no similar events reported for the lot. The investigation concluded that as per the technical examination of the simplex qa cell, the root cause of the pinhole was as a result of a forceps or similar sharp instrument being used to remove the inner pouch from the outer pouch in the operating room. The product was not shipped in this condition as indicated by the visual evidence no further investigation for this event is required at this time.

Event description:
Package of polymer had pin hole. Some powder leaked from this hole. Doctor suspected contamination and he used substitution.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.